Manufacturer narrative:
Investigation outcome: the customer reported that the ventilator was not delivering breaths and was reaching the pressure cap during ventilation. Logfile analysis confirms a corresponding event on (B)(6) 2026 (~15:22¿15:42), where the device was operating in (s)cmv+ (pressure-controlled, volume-targeted mode) and repeatedly triggered pressure limitation alarms, preventing further pressure increase to achieve the target tidal volume. As a result, low tidal volume and low minute volume alarms occurred, consistent with the reported ¿not delivering breaths.¿ additional alarms (exhalation obstruction, disconnection) indicate a patient circuit-related issue, most likely increased resistance or obstruction. The device functioned as designed by limiting pressure to the configured maximum, and no technical faults were recorded. The device passed all service tests and was returned to use without recurrence. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "device not delivering breath and reaching pressure cap." No health consequences or impact. No intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).